Manufacturer narrative:
No add'l information at this time. When add'l information is provided, it will be reported as required.

Event description:
It was reported that the 6600 system is freezing up. There was no report of pt injury.